Event description:
A customer reported a malfunction on a pump, identified as malf 12, which was resettable and did not recur after resetting. There was no adverse impact to the customer's blood glucose level; the level did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump and provided information on how to do it. The customer was instructed to continue using the pump and advised to call back if any malfunction code recurred.